Manufacturer narrative:
Patient's weight was not provided. Age of device: 0 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the surgery, the pump would not lock into the sewing ring. A new pump was opened, prepared, and inserted. No harm to the patient was caused due to the event. The exchanged pump was returned for evaluation. No further information was provided.

Manufacturer narrative:
Investigation summary: the evaluation could not conclusively confirm a device related cause for the reported event. The apical cuff was not returned with the pump. The cuff lock appeared to slide freely upon manipulation and when the lock was pushed into the lock-out position, the locking arms appeared to be symmetrical. The cuff lock was unable to proceed beyond the lock-out position with no apical cuff in place, as intended by design. A test apical cuff was then inserted around the inflow cannula, and the cuff lock engaged into the locked position without resistance. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no anomalies or evidence of damage. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The pump appropriately ramped up to selected speeds and was within the normal working limits. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The center elected to use a backup pump and the implant proceeded without further issue. The account communicated that there was no harm to the patient as a result of the pump exchange. The heartmate 3 lvas IFU provides guidance on how to insert the pump into the ventricle and includes steps to ensure proper engagement of the cuff lock. The IFU also addresses having a complete backup system available on-site and in close proximity for use in case of an emergency during the implant process. No further information was provided. The manufacture is closing the file on this event.

Manufacturer narrative:
Reportable event type updated. Although no adverse impact to the patient reported; there was potential for serious injury due to prolonged stay on bypass.